Manufacturer narrative:
During tandem technical support follow up with customer on (B)(6) 2020: customer experienced difficulty charging the pump with the usb cable and wall adapter. Customer was able to charge the pump with an alternate cable and wall adapter. With the inclusion of this information, customer had issues with usb and wall adapter accessories rather than a pump battery issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 124 mg/dl. Reportedly, the customer continued to use the pump and had an alternate method of insulin therapy available.